Event description:
Same cases as MDR ID 2134265-2013-07081, 2134265-2013-07083. It was reported that an automatic pullback failure occurred. During the procedure, the physician attempted automatic pullback but the motor drive stopped during pullback. No patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation, product inspection could not be performed. The batch is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).